Event description:
It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2006 with a competitor cup and a biomet head and stem. Subsequently, a revision procedure has been indicated due to bone loss, cup migration and dislocation; however, no revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2006 with a competitor cup and a biomet head and stem. Subsequently, patient was revised on (B)(6) 2015 due to bone loss, cup migration, and dislocation. The head and competitor cup were removed and replaced with a liner, head, and custom cup.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning." The following sections could not be completed with the limited information provided. Date of event - unknown. Date explanted - unknown. Initial reporter address - unknown.